Event description:
It was reported via repair work order that the head left side rail would not lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head left side rail would not lock in the upright position due to the release handle assembly being dirty and needing lubrication. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the head left side rail would not lock in the upright position. Follow-up submitted with evaluation results which determined the siderail not locking was due to the release handle assembly being dirty and needing lubrication.